Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during intraocular lens implantation surgery, the lens was implanted with a black mark on the lens. Hence the lens was explanted and replaced with another lens in the same procedure. Additional information was received stating that the cataract procedure has been extended du to the imperfections in the lens. There was no patient harm.